Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation the device failed an active exhalation verification and an internal flow verification test step. The device's machine flow sensor was found to be contaminated and was replaced for the active verification test step failure. The blower assembly was replaced to address the internal flow verification test step failure. Additionally, several components were replaced due to black stain contamination and sticky residue. There was no evidence of foam particles noted. The device was tested and passed all final testing.